Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the information available, the pump was blocked. It was removed and a new device was implanted. The tubings were cut during explant. New pump implant ref: (B)(4) - lot: 497935.

Event description:
According to the available information, the ipp was used with any problem. The pump was blocked. It was not possible to make the pump work again because the procedure was very painful for the patient. Later the patient was operated by an abdominal hernia and when he was sleep the doctor de-blocked the pump. And it started to work again. One week later the patient went to the doctor office again because it was not possible to inflate the cylinders. Finally, the doctor decided to explant the pump and implant a new one. The tubings were cut during explant.

Manufacturer narrative:
This follow-up MDR is created to document the corrected implant date, the additional event information received, and the evaluation of the returned device. The updated evaluation codes are provided. A titan touch pump was received for evaluation. Examination and testing of the returned component revealed no visual or functional abnormalities with the pump. The information received indicated the device had a blocked pump, but because no visual or functional abnormalities were noted, quality cannot determine the true cause of this reported event. Quality reviewed the manufacturing records for this device and confirmed that there were no discrepancies that would have contributed to this complaint and verified that the devices from this lot met all specifications prior to release. Review of nonconforming reports revealed no nonconformance with this lot that would have contributed to the event. A review of the complaint database revealed no significant trends in complaints of this type for lot 5684013. Management routinely reviews events such as this and monitors complaint levels. Additionally, events of this type are captured in the product risk documentation. Based on this information, no further corrective action is required at this time.

Manufacturer narrative:
This follow-up MDR is created to document the conclusion of the evaluation. Quality was unsuccessful in securing the explanted prosthesis for evaluation. Without the benefit of analyzing the explant, quality cannot confirm any observations and cannot comment on the condition of the prosthesis. Quality reviewed the manufacturing records for this device and confirmed that there were no discrepancies that would have contributed to this complaint and verified that the devices from this lot met all specifications prior to release. Review of nonconformance revealed no nonconformance with this lot that would have contributed to the event. If the explanted device becomes available, or additional information is received, quality will re-evaluate this complaint in accordance to procedures. Management routinely reviews events such as this and monitors complaint levels. Additionally, events of this type are captured in the product risk documentation. Based on this information, and because the device is not available for evaluation, no further corrective action is required at this time.